Event description:
It was reported that stent damage occured. The 88% stenosed, 2.7x30mm, 10-13mm in length target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 12 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent stent struts were lifted up. The procedure was completed with a different device. There were no patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold. A break was noted between the manifold and strain relief hub. The manifold section proximal of this break site was not returned. A visual examination of the stent found evidence of damage on the mid-section struts, which are lifted and pulling distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 2cm proximal to the distal end of the strain relief, with the manifold missing. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product

Event description:
It was reported that stent damage occured. The 88% stenosed, 2.7x30mm, 10-13mm in length target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 12 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent stent struts were lifted up. The procedure was completed with a different device. There were no patient complications were reported and the patient status is stable.